Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility.

Event description:
It was reported that the catheter was implanted with a lot of alleged difficulty because of patient conditions, when it was attempted to be removed the guidewire allegedly did not come out, then the catheter had to be removed. When the catheter was removed, several alleged holes at the distal end were reportedly observed. This fact reportedly lead to the loss of material, professional time loss and exposed the patient to unnecessary risk.